Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that one yaw pulley cover exhibits charring at the corner of the grip base, indicating that an arcing event occurred. There is separation between the yaw pulley and yaw pulley cover at the glue joint. The other yaw pulley does not exhibit charring. The instrument passed electrical continuity testing. No other damage was found.

Event description:
It was reported that during a da vinci s surgical procedure, the tip of the pk dissecting forceps instrument was observed to be burnt. The planned surgical procedure was completed with no report of patient harm, adverse outome or injury.